Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a clinic visit the ventricular assist device (vad) coordinator observed cracking and discoloration of the outer sheath layer throughout the entire length of the vad driveline cable. There was no visible damage to inner sheath layer and there were no reported alarms. The driveline sheath was repaired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable by the clinical specialist revealed a crack in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has opened an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. The manufacturer will submit a supplemental report if new facts arise which materially alters information submitted in a previous MDR report.